Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a progressive performance decrement subsequent to a progressive loss of function of multiple electrodes. Reprogramming attempts were made; however, the issue could not be resolved. Due to the extent of loss of benefit, the device was determined to have malfunctioned. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4), 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device.